Event description:
An endurant ii aui stent graft (etuf2814c102ee) and endurant ii stent graft limb (etlw1616c93ee) were implanted in aorto-bi-iliac position during the endovascular treatment of a ruptured abdominal aortic aneurysm it was reported approx. 5 years and 3 months post index procedure, a type I endoleak was observed. Intervention was completed where during an open aorto-iliac bypass was performed. Both stent grafts were explanted and replaced with non-mdt stents.  The cause of the type I endoleak is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: three segments of explanted stent grafts were sent to an external laboratory for pre-clean analysis. All three segments had biological tissue on the surface and within the lumens. The aui stent graft suprarenal stents appear to be intact, however it could not be d etermined if the fabric was intact due to the volume of tissue present. The reported type ia endoleak could not be confirmed based on the report findings. This is a system report. The section d information is for the primary device, which was in use with the following: etlw1616c93ee; serial: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.